Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 19-apr-2024, it was reported by patient's mother that there was leakage of inset on insertion site. The site of insertion was abdomen. The infusion set was in use for 2 days. No further information available.